Manufacturer narrative:
Correction: g3 should be 5 oct 2023.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with far-field r-wave over-sensing. Programming changes were made to restore normal parameters. The patient was stable.